Manufacturer narrative:
The device was not returned for evaluation.

Event description:
While attempting to cut an iol, the ophthalmic scissor broke and stopped functioning. There was no impact to the patient.